Manufacturer narrative:
The transmitter was received with cracked/broken case.

Event description:
It was reported by the customer that their transmitter was damaged. Customer stated they bumped into a rock and the device to crack. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 182 mg/dl at time of reporting. Nothing further reported.